Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: device evaluation: on investigation, the battery compartment was cracked with moisture ingress into the pump¿s interior compartment affecting the printed circuit board and internal pump components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 23-jul-2018.